Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received with cracked battery tube threads, a broken reservoir tube lip, and a minor scratched display window. The reservoir tube o-ring was visible due to the device damage.

Event description:
It was reported that the insulin pump had a crack around the insulin pump case where it connects to the body and around the device edges. The blood glucose reading was 92 mg/dl. The customer stated that she was unaware of how she was screwing the battery cap in and noticed that the case was cracked. She also observed a black cord sticking out that was almost completely exposed. Advised replacement of the insulin pump. Nothing further reported.